Manufacturer narrative:
Lot information was additionally provided as follows, and the following fields were updated: d4 - model no: 19191. D4 - unique identifier (UDI) #: (B)(4). D4 - lot no: l72252. D4 - expiration date: 11/13/2022. H4 - device mfg date: 5/13/2021.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient¿s blood glucose (bg) level reached over 300 mg/dl while wearing the pod between 1 and 4 hours on the abdomen. After realizing elevated bg levels, patient found the pink slide did not move forward as intended; this indicates that a needle mechanism failure occurred. As treatment, a new pod was applied.